Event description:
It was reported that the patient was admitted on (B)(6) 2022 for worsening driveline infection. They were treated with intravenous (IV) antibiotics. A computed tomography (CT) was performed which revealed inflammation around the driveline and the abdominal wall. There was no fluid collection. Blood cultures done on (B)(6) 2022 showed no growth. Driveline cultures were positive for staphylococcus epidermidis and corynebacterium. A peripherally inserted central catheter (PICC) was scheduled and the patient would be sent home on intravenous vancomycin for 4-6 weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.